Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an unresponsive and inaccurate touchscreen from initial use, observed by the trainer, with no improvement after restart or removal of a screen protector, and no screen cracks were noted, consistent with a touchscreen component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen input problem, with findings indicating a software problem associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.